Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately twenty months after the implantation, the patient developed elevated vad power consumption and hematuria. Prior to this event, the patient was reported to have been at home in stable condition. The patient was admitted to hospital the next day. The patient was successfully treated with tpa and he was discharged home approximately one week after the initial onset of his symptoms. The event was reported to be unrelated to the heartware device by the patient's treating physician. Investigation is ongoing.

Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that met all requirements for release. Review of the controller log files revealed an increase in power consumption and flow, as well as "high watts" alarms with the subsequent post-treatment normalization of these parameters that correlate with the reported events. Investigations of complaints with similar circumstances were reviewed; an increase in power may be due to pump thrombus/thrombosis, which is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. The cause and origin of the thrombus cannot be conclusively determined. No additional information will be forthcoming.